Manufacturer narrative:
Performed visual inspection on the returned applicator. Observed the sheath to be partially fired, and the sharp not be retracted. Sensor was still in the applicator. Performed visual inspection on returned sensor pack. The lid was completely peeled. Observed damages to transition features. Performed visual inspection on the sensor patch. The sensor was found to be in state 1 (factory setting). The sensor plug was seated. The sensor sharp was through he sensor plug, and plug was inside of the applicator. Issue not confirmed due to an use issue as the transition feature damaged, shows an incorrect assembly method.

Event description:
Customer reported that on (B)(6) 2018, the needle of the adc freestyle libre sensor remained in (his) arm and was unable to obtain the glucose result. Customer stated he experienced hypoglycemic symptoms described as dizziness, weakness, loss of consciousness and sensations of hot and cold. The customer was treated by a non-hcp with oral "re-sweetening" glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, the needle of the adc freestyle libre sensor remained in (his) arm and was unable to obtain the glucose result. Customer stated he experienced hypoglycemic symptoms described as dizziness, weakness, loss of consciousness and sensations of hot and cold. The customer was treated by a non-hcp with oral "re-sweetening" glucose. There was no report of death or permanent injury associated with this event.